Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction after using the comfort splint device. After wearing the device for a couple of days, the patient developed burning sensation on the tongue and inner lips, where they made contact with the mouth guard. The patient changed mouth wash and toothpaste, but she continued to experience the reaction. After discontinued use of the device, the symptom went away shortly. The patient did not require any treatment for the reaction. The patient has no relevant medical or dental pre-existing condition. The patient has known gluten, latex and medical adhesive (e.g bandaid) allergies. The patient's status was reported to be doing fine. The dentist did not make any adjustment to the device prior delivering to patient. The device was cleaned by rinsing with warm water.

Manufacturer narrative:
The device was manufactured per patient's prescription (rx) and returned for an analysis. A visual inspection was performed on the returned device. The edges of the device were smooth. No major cracks were found. Mouthguard's layers were intact and not separated. The mouthguard did not have discoloration. The mouthguard was in a very clean condition. A review of the material lot was performed and no non-conformity nor defects were found. There was no manufacturing deviation or abnormality with the material lot. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the sleep device materials are biocompatible. Cytotoxicity test were completed on a test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. This incident is being monitored, tracked, and trended.